Event description:
It was reported that the external device charging port melted. The patient was shipped a replacement charger under warranty to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.